Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: biomet proximal humeral plate, pn (B)(4), ln unk.

Event description:
During a proximal humeral plating procedure, the cancellous screw advanced through a hole in the humeral plate and would not mate with the plate. The patient retained the screw.